Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 toggle would not activate. Three extension cables were switched out and the device failed to turn on. The power supply was tested and worked properly. A fourth extension cable was used and the device activated. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to MFR report # 2242352-2013-00333 and 2242352-2013-01288 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).